Manufacturer narrative:
(B)(4). Batch # r59g6y. Additional information received: is the current patient status known? No. But there was no impact to the procedure as a result of the product complaint as a new reload was used successfully. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.), no. Investigation summary: the analysis results showed that one gst60w was received instead of an ecr60w reload. The reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the faulty reload was used first on powered plus articulating echelon flex stapler 60 mm. The reload was fired successfully on bowel. When removed from gun by scrub nurse, the metal part of the reload was left inside the gun jaws. This only became apparent when the next reload wouldn't fit. The customer then managed to removed the metal from the gun and use the next reload. A new stapler reload was inserted into the same echelon powered plus stapler with out any issues. Patient consequences were not reported.